Manufacturer narrative:
A report of this event and the malfunctioning device were provided to silk road medical as the manufacturer of the transcarotid stent system. A physical review of the device was conducted, which did not provide sufficient evidence to determine the cause of the failure. Based on testing conducted to date, we believe that the failure is related to a single operator that produced lots over a specific time period that did not meet specifications. The lots manufactured by this operator are currently undergoing corrective action as reports of other detachment were received. Based on this information, silk road medical initiated a voluntary product recall on (B)(6) 2021, which further expanded on (B)(6) 2021 and (B)(6) 2021. All information has been captured under CAPA- (B)(4).

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after stent deployment, the distal tip (nosecone) was detached from the stent deployment system (sds). A snare was used to successfully retrieve the tip from the patient. The procedure was completed successfully with no reported patient harm or adverse consequences.